Event description:
The user reported unbelievably high potassium results and "strange" results on multiple patients for a few weeks. Specific number of patients impacted was not provided. Only one example of pt results was provided. One pt sample in a bd 3 ml blood gas syringe gave a sodium result of 87.9 mmol per l and a potassium result of 240.3 mmol per l. The same sample was repeated on a cobas b221 analyzer with a sodium result of 138.8 mmol per l and a potassium result of 3.52 mmol per l which were closer to the pt's condition. The initial results were reported and the potassium result was so high that the ward staff dismissed them. It add'l info is received, appropriate notification will be provided.